Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08752. It was reported that the patient presented in clinic. It was found that the patient had developed an infection. The patient's implantable cardioverter defibrillator and right ventricular lead were both explanted and not replaced. The patient was stable.

Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10. Analysis was normal. No anomalies were found.